Event description:
It was reported that the balloon ruptured and when removed, a piece of the balloon was missing. A 6.0mmx20mmx80cm sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured at 14 atmospheres. Upon removing the device, it was observed that a piece of the balloon was missing. There were no patient complications as a result of this event.